Manufacturer narrative:
(B)(4): added additional information: after several requests, the device was not received for analysis.should the device be returned for analysis, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a roux-en-y procedure the blade broke off and fell into the patient. The blade was retrieved without altering the procedure. Another device was used to complete the case with no patient consequence. One device and the blade to be returned for analysis.